Manufacturer narrative:
The customer provided the hmi (hygiene microbiological investigation) results. The customer hmi (hygiene microbiological investigation) results reported the device tested positive with klebsiella oxytoca. The subject device was then sent to olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation after the device was reprocessed. The microbiological test at the institute for hygiene and environment in hamburg noted no germs have been found on this instrument. All channels have been checked without finding any germs. The hmi (hygiene microbiological investigation) results reported the device (all channels) found no detection of microorganism. Hmi report noted the following: no detection of e. Coli / other enterobacteria, enterococci, p. Aeruginosa / other non-fermenting bacteria or other hygiene-relevant bacteria like s. Aureus / coagulase-negative staphylococci; additional in case of bronchoscopes und ercp-duodenoscopes: no detection of greening streptococci (pm 314-002 (09.2021), enrichment broth of swabs or of 3 ml rinse solution. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline (robert koch institute (rki) and (bfarm) federal institute for drugs and medical devices on the "hygiene requirements for the reprocessing of medical devices. The rrc (regional repair center) olympus hamburg then performed device physical evaluation and findings found cracked lg (light guide) cover glass. The ccd cover glass found chipped. The insertion tube is worn and scratched. Buckled observed on light guide tube. Signs of humidity observed on scope connector and el- connector (electrical connector). Channel system check performed: forceps passage biopsy channel noted scratched. The customer cds checklist has not yet been received for evaluation. Follow ups are in progress. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported an issue with a description of "distale rubber broken and it is contaminated". The customer then sent the device to (olympus hamburg) for hmi (hygiene microbiological investigation) for further investigation. The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where: pre-cleaning: suction process and flushing process were performed. Detergent: instrunet. Manual cleaning: detergent: instrunet, brush: itaflex/itabrush. Manual hld: performed. Disinfectant: instrunet. Aer: inova, detergent: instrunet l maxi, disinfectant: neodisher endo sept pac. Storage: stored vertically. Olympus is the maintenance provider of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.